Event description:
It was reported during a case using the spine guidance 5 software, the screws showed on navigation to be in place and on trajectory but when xrays were taken the entire left side was medial, right side screws were fine. No surgical delay or any adverse consequences were reported at intake. The procedure was completed successfully.